Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 2.5 years of support, the patient expired on (B)(6) 2016 due to a hemorrhagic cerebrovascular accident (cva) that occurred at home. It was reported that the cerebral bleeding was not device related. No further information was provided.

Manufacturer narrative:
The pump was not explanted and no other equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic cerebral vascular accident could not be conclusively determined. The surgeon reported that the cerebral bleeding was not device related. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.